Event description:
Revision surgery - surgery was performed to alleviate pt flexion/contracture issues and the revision implants were supplied by another MFR.

Manufacturer narrative:
The root cause of the revision surgery was identified as inadequate flexure/contraction after 7.6 months of pt use. There was no info about any pt injuries, activities, accidents or medical contraindications that may have contributed to the revision surgery. The device was not returned to djo surgical for evaluation. A review of the device history record showed 1 non-conforming material report associated with this product, dispositioned as rework to another size (1 of 15, the other 14 were correct). There were two other complaints for a stiff knee with this part number, different lot numbers. There are no indications of a product or process issue affecting implant safety or effectiveness. Several factors not related to the implant can play a role in flexure/contraction; such as tight joint from inadequate soft tissue and implant selection.